Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Technical support educated the customer not to overfill the cartridge. Customer loaded a new cartridge to resolve the issue

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.